Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that he had excessive no delivery alarm during manual prime. Customer's blood glucose was 600 mg/dl. The customer was treated with 5 units of novolog. The customer was advised that in order to troubleshoot their pump, set and reservoir, we may request that they change the set and/or reservoir. The customer was advised to clear the alarm with esc and act. The customer was advised to replaced plunger and manually push plunger very slowly while keeping the reservoir straight. The customer stated that insulin did exit. The customer was advised to rewind pump, reinsert reservoir into the device and run manul prime to at least 5.0 units. Customer stated that the device did not alarm no delivery. The customer was advised that the device is working as designed. The customer will received replacement infusion set and reservoir. The customer declined high blood glucose troubleshoot at this time, will call back if blood glucose does not go down.